Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "fracture of a gamma nail in a typical position after open reduction and additive cerclage osteosynthesis of a subtrochanteric fracture (femoral shaft fracture proximal third, multiple fragment). After a relatively short time (6 weeks), still during rehabilitation, spontaneous fracture of the implant occurs. In principle, such fatigue fractures of the implant are not too unusual in these fractures, but after 6 weeks this is rather early. Therefore, it is decided to change the implant in an emergency."

Manufacturer narrative:
Please note correction to section d9/h3, the device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported that: "fracture of a gamma nail in a typical position after open reduction and additive cerclage osteosynthesis of a subtrochanteric fracture (femoral shaft fracture proximal third, multiple fragment). After a relatively short time (6 weeks), still during rehabilitation, spontaneous fracture of the implant occurs. In principle, such fatigue fractures of the implant are not too unusual in these fractures, but after 6 weeks this is rather early. Therefore, it is decided to change the implant in an emergency."